Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of high blood glucose levels of 400 mg/dl. The customer did not mention any symptoms. Customer treated with bolus for the high blood glucose. The customer reported that the screen of their insulin pump was broken and the battery cap was coming out. Customer decline troubleshooting for issues reported that he does not have a damage on the insulin pump screen and he was talking about the dexcom and the retainer ring was not damaged as well he just had a damaged battery cap missing silver sticker in the back. No harm requiring medical intervention was reported. The device will not be returned for analysis.